Event description:
It was reported that the bur was broken off inside the attachment during a spine procedure. The tip fell into the patient wound. The tip was retrieved by neptune suction. It was further reported that there were no adverse consequences as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
The bur and attachment subject to this investigation was returned for evaluation. It was visually confirmed that the bur was broken along the shank. The returned bur was measured where possible and all critical specifications were met. Lot number information has not been provided to permit further investigation. The root cause is multi-factorial.